Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was not received for evaluation. Performance data were collected from the device and analyzed. It was noted there was a patient alert for right ventricular pacing lead impedance greater than 2000 ohms on (B)(4) 2012. The daily pace impedance log data showed an abrupt increase for ventricular pacing; 661 to 5257 ohms peak between (B)(4) 2012 and (B)(4) 2012. There were 38 ventricular nonsustained tachycardia episodes less than or equal to 210ms on (B)(4) 2012. The ventricular short interval count was 6770.1 counts on average per day in 5.37 days between (B)(4) 2012 and (B)(4) 2012. The proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was cosmetic environmental stress cracking on the outer tubing overlay and a cosmetic depression on the outer insulation.

Event description:
It was reported tht the patient arrived to the hospital via helicopter due to receiving inappropriate shocks. The right ventricular lead had oversensing and there was a patient alert for high impedance. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.